Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system would not turn on with ups. Review of the log files shows that the system does not turn on when the 1 phase ups is active, confirming the malfunction. Upon troubleshooting, the rse checked the system remotely and assisted the customer with bypassing 1 phase ups and found that the fuse inside the ny1 power board was defective. To resolve the issue, the customer replaced the fuse. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not turn on with ups. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.